Event description:
It was reported that 3 texium needle-free syringes, 50 ml experienced leakage. The following information was provided by the initial reporter: our pharmacy department is experiencing leakage problems. The chemotherapy passes through the first piston. The leakage was discovered during the preparation of an epirubicin syringe but we did not use it for a patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 92106901; medical device expiration date: 10-mar-2024; device manufacture date: 10-mar-2021. Medical device lot #: 92102801; medical device expiration date: 28-jan-2024; device manufacture date: 28-jan-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a my8060-0006 product was not available for investigation; however the customer confirmed that the complaint samples were from lot: 92106901 and lot: 92102801. Feedback provided by the customer indicates that chemotherapy drugs leaked from the plunger of the syringe. As part of the feedback the customer provided a photograph of the affected sample, analysis of the photograph confirmed some fluid could be seen within the rubber plunger of the syringe, however no residual fluid droplets were seen beyond the plunger. It was not possible to determine from the photograph whether the fluid was residual drug, or the lubricant that is used to ensure the syringe plunger moves along the syringe barrel smoothly. No further information was provided to assist the investigation in this instance. A review of the production records for lot: 92106901 and lot: 92102801 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that 3 texium needle-free syringes, 50 ml experienced leakage. The following information was provided by the initial reporter: our pharmacy department is experiencing leakage problems. The chemotherapy passes through the first piston. The leakage was discovered during the preparation of an epirubicin syringe but we did not use it for a patient.